Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device sensor. Customer received a "scan time out" error and was unable to obtain readings. As a result, customer experienced symptoms of fatigue and a "slight loss of consciousness" but was able to self-treat with jam. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device sensor. Customer received a "scan time out" error and was unable to obtain readings. As a result, customer experienced symptoms of fatigue and a "slight loss of consciousness" but was able to self-treat with jam. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been done on return meter, no issues were observed. Attempted communication between returned sensor and reader. Sensor successfully communicated with the reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.